Manufacturer narrative:
The sample collection and centrifugation information have not been supplied. Per customer supplied data, qc performed low, outside of the established ranges on (B)(4) 2011 and (B)(4) 2011. System check data has not been supplied to date. Per customer supplied data, the customer had been running on access total t4 reagent lots 116012 and 112779 since at least september. Both of these reagent lots are addressed as driving down dose recovery of qc by 6-15% and patient samples by 7-13% in a tt4 support plan from (B)(6) 2011. Per the support plan, the decrease in qc and patient values between the lots of reagent listed in the support plan is within normal tt4 assay variability. Bec hotline sent the customer a new lot of reagent. A definitive root cause for this event has not been determined to date.

Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated an erroneously low total thyroxine (access total t4) result of 4.8 g/dl for one patient. The result was reported out of the laboratory, and was questioned by a physician because the result did not fit the clinical picture of the patient. No repeat testing results were supplied. It is unknown if there were any effects to the patient or changes in patient treatment in connection to the result. Note: access total t4 reference range is 6.09 - 12.23 g/dl. The customer reported that erroneous tt4 results were obtained for fourteen (14) patients between (B)(6) 2011 and (B)(6) 2011. The events are documented in the below listed reports: 2122870-2011-05481, 2122870-2011-05482, 2122870-2011-05483, 2122870-2011-05484, 2122870-2011-05485, 2122870-2011-05486, 2122870-2011-05487, 2122870-2011-05488, 2122870-2011-05489, 2122870-2011-05490, 2122870-2011-05491.